Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a speaker failure. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a speaker failure was not confirmed by baxter personnel during product evaluation. After further investigation, the quality engineers found failure code 550:320:8484:0000, which captures the reported condition. The root cause was assigned to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Additional information: this issue has been escalated to CAPA. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.